Event description:
It was reported that patient presented to the clinic after receiving a notifier for non-sustained rv oversensing. Review of stored egms had shown post-paced t wave oversensing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).